Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was tissue retained in the helix after multiple placement attempts. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that there is no tissue visible on helix. If information is provided in the future, a supplemental report will be issued.